Manufacturer narrative:
The glidescope spectrum lopro s4 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum lopro s4 and confirmed the reported issue; the screen produced only a green image as reported by the customer. The camera image quality test was performed and the blade failed. Since the reported device was a single-use product and no repairs are available, the glidescope spectrum lopro s4 was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum lopro s4, the entire screen produced a green image. The customer determined the issue was isolated to the spectrum lopro s4 blade. A delay in the procedure of an unknown duration occurred as a backup glidescope spectrum lopro s4 was obtained. No harm to the patient or user was reported.